Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11 corrected field: d4 (catalog#).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an a/c light when plugged into the wall. In addition, the customer informed that unit would not engage ac power and continued to use the battery. Since the facility did not have any other pump available, a service representative was contacted and a rental was sent to the account. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event.. A getinge service territory manager (stm) was assigned to investigate the reported issue. On november 4th, the stm reported by e-mail that the biomed at the customer site did not find any malfunction with the reported cardiosave with serial number: (B)(4). If additional information is received, we will reopen and update the complaint.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an a/c light when plugged into the wall. In addition, the customer informed that unit would not engage ac power, and continued to use the battery. Since the facility did not have any other pump available, a service representative was contacted and a rental was sent to the account. There was no harm, or injury to the patient, and no adverse event was reported